Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube cit plh 13x75 1.8 plbl ce l/bl .129, the device experienced broken/lid cap. The following information was provided by the initial reporter. The customer stated: use the device max 3 from stargo, when the device punctures the cap, individual pieces of the cap fall into the tube.

Event description:
It was reported when using the bd tube cit plh 13x75 1.8 plbl ce l/bl .129, the device experienced broken/lid cap. The following information was provided by the initial reporter. The customer stated: use the device max 3 from stargo, when the device punctures the cap, individual pieces of the cap fall into the tube.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples were functionally tested and the customer's indicated failure mode of damaged cap (coring) was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.